Event description:
The manufacturer received information alleging a ventilator's ac inlet connector was pushed into the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issue.